Event description:
It was reported that the 2600 system had no image and would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator floppy disk and software were replaced during the service call. The system was tested and found to be working as intended and put back into service. This MDR is related to ge healthcare.